Manufacturer narrative:
MDR device 3 of 15. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
Consumer reports he "caths on average of 4 x a day sometimes a bit more or less based on liquid intake. He is a long times user of this product." He said in his last order "he noticed this issue reoccurring again where the catheters are sticking to the packaging near tip area to packaging. He said despite him bursting the water like usual prior to use, the water can't break it loose from the area and they tend to be stuck. He can "massage it" loose but has noticed that when he tried to use a few with this issue it would cause him discomfort like a scratching feeling with insertion throughout his urethra and light bleeding noted on removal seen on catheter itself as they have a sharp bur like area where they were stuck to packaging. He opted to not use anymore that had this issue. He said the bleeding was light when it occurred with these and fully stops his next 2 caths, it was not continuous. He did not go see his md regarding this concern as he said it was not alarming enough for him to do so."

Manufacturer narrative:
Supplier investigation concludes the catheters rough/sharp edge is related to the catheters sticking to packaging, possible design issue. To date no further action is required. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005471919.